Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic knee repair, the surgeon observed metal shavings falling into the pt's joint space while using a rigidfix cross pin kit. It is not known if all of the debris was removed; however, the procedure was concluded successfully without any other issue or harm to the pt. The complaint device was discarded at the user facility.